Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; "has been thru chronic pain for 7 months. By of they've ignores of in listening and been trying drugs at. Ended up serious troubles now of risking endangering my life and leg loosing. Had to getting help from cleveland of pushes on my dr n hospital to get down on the incomplete ultrasound test they supposed to done. Back in aug, 2023. Which lifted my hardship of going anywhere to have the surgery and of avoiding to see another medical services in my area. Cleveland being too far, harder on insurance handling since being out of states."